Event description:
It was reported that the patient underwent a spinal fusion. Patient ¿has hardware in his back and a has a ... Disc in his back.¿ there is a loose screw in the hardware which moves. Reportedly, ¿when this moves to left it causes great pain, the hardware can stay moved for days at a time causing great pain.¿ patient ¿has permanent nerve damage that was tested in 1997 with emg and in 2005 had a electromyography to show this.¿ in 2005 an MRI was done and found a broken titanium screw. It was reportedly not determined until 2008-2009 when the MRI was put into the computer. Patient ¿indicates that he feels his rna is rejecting the titanium.¿ patient reports ¿that he had a spinal surgery that he never needed.¿ patient indicates that he is going to have a spinal stim trial.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.